Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized and was treated with the vancomycin injection (1gm, every fifth day, intraperitoneal, for 7 days, discontinued) and fortum injection (1gm, once a day, intraperitoneal, for 7 days, discontinued) for peritonitis. Five days after being hospitalized, the patient was discharged and was recovered from the event. It was reported that patient was retrained on proper aseptic technique. No additional information is available.